Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the link electronic module (lem) circuit board was replaced and calibrated, then the hard disk drive was reconfigured and software was reloaded.

Event description:
It was reported there was ECG (electrocardiogram) noise. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 2067 rf (radio frequency) head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.